Event description:
It was reported that there was noise on the atrial lead. The device was reprogrammed to circumvent the problem. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.